Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection revealed no issue on hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination identified that the distal end of a mid-segment was lifted in one of the blades. No other damage detected to other blades and all blade pads were fully intact. The tip showed no signs of tip damage.

Event description:
Reportable based on device analysis completed on 03sep2025. It was reported that the device could not cross lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device could not cross lesion, so the physician decided to go with shock wave to cut the calcium and completed the procedure. There were no patient complications were reported. However, device analysis revealed that one of the blades in the distal end of a mid-segment lifted.